Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The reported patient effects of perforation and dissection are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. It was reported that the stent delivery system (sds) was inflated to 32 atmospheres (atm). It should be noted that the xience v instructions for use specifies the rated burst pressure (rbp) is 16 atm and states not to exceed the rbp. In this case, the physician is aware of the IFU deviation. They reportedly deviated from the IFU due to circumstance of the procedure. A conclusive cause for the reported failure to deflate and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Factors that may contribute to a failure to deflate include, but are not limited to, contrast mixture, contamination in the inflation lumen, damage to the inflation lumen, deflation technique, and/or loose connection with the indeflator. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported failure to deflate. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017 device code - over-expansion. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with a myocardial infarction and the procedure was to treat a lesion in the proximal right coronary artery (prca). The 3.0x48mm xience pro stent delivery system (sds) was used with a contrast mix of 50/50 and inflated twice at 11 atmospheres (atms) each. Negative was held for 20 seconds, however, the balloon failed to deflate completely. The physician decided to over-inflate at 32 atms and burst the balloon in order to withdraw the catheter and the stent was deployed in the target lesion, however, a dissection occurred. An additional covered stent was used to treat the dissection. The vessel also had a slight perforation but no medication was given. There was no difficulty removing the protective sheath and the device was prepared outside the anatomy prior to use. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.